Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(6). (B)(4) gauge reading incorrectly. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination revealed that the gauge needle was reading at 3atm. Functional testing was performed, and during the syringe gauge leak test, it was noted that the needle of the gauge did not increase while increasing the pressure. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. The reported event of gauge reading inaccurate was confirmed as the needle of the pressure gauge did not move during functional testing. It is possible that the unit got damaged during handling of the device during unpacking, preparation, or shipping, at the end of a procedure; or when packaging for return. This may have caused the internal mechanism of the gauge to become damaged. Therefore, the most probable root cause of this event is handling damage.

Event description:
It was reported to boston scientific corporation that an alliance syringe was used during a balloon dilatation procedure performed on (B)(6) 2014. According to the complainant, during the procedure the device was increased to 7atm; however the needle did not decrease after the balloon was deflated and the gauge was reading inaccurately. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an alliance syringe was used during a balloon dilatation procedure performed on (B)(6) 2014. According to the complainant, during the procedure the device was increased to 7atm; however the needle did not decrease after the balloon was deflated and the gauge was reading inaccurately. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.